Manufacturer narrative:
All available information indicates the pacemaker remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that during an implant procedure to implant a boston scientific pacemaker, the non boston scientific atrial lead used during the procedure perforated the patient's atrium. The patient reported a funny feeling in her nexk. An echogram and chest x-ray were performed and a thoracotomy was done. The patient started loosing a lot of blood. Then a sternotomy was performed. The atrial lead had poked all the way through the atrium and left a large hole. The physician noted the patient had a very thin atrial wall. The damage to the atrial wall was repaired and a new atrial lead was implanted with appropriate measurements.